Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also, the insulin pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage found on the keypad traces and keypad dome switches noted. We were unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack along the side of the battery compartment. Water got in the insulin pump and now it will not turn on. The customer was currently on their pens. Customer's blood glucose level was 10.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.